Event description:
It was reported that the bd micro-fine¿ insulin pen needle cannula broke off on the "IV side" after use, and the patient pulled the needle out "by hand" after it broke. "9 units of insulin glargine" were then administered to the patient "subcutaneously". The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that cannula(IV side)broken during usage patient was admitted to the hospital when (B)(6) 2019. Patient pulled the needle out by his hand after it broken off(no surgically removed included) 9 units of insulin glargine were administered subcutaneously"

Manufacturer narrative:
Investigation: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. The complaint could not be confirmed and the root cause is undetermined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd micro-fine¿ insulin pen needle cannula broke off on the "IV side" after use, and the patient pulled the needle out "by hand" after it broke. "9 units of insulin glargine" were then administered to the patient "subcutaneously." The following information was provided by the initial reporter, translated from (B)(6) to english: "it's noticed that cannula (IV side) broken during usage patient was admitted to the hospital when (B)(6) 2019 patient pulled the needle out by his hand after it broken off(no surgically removed included) 9 units of insulin glargine were administered subcutaneously"